Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 600 mg/dl at the time of incident and the current blood glucose of the customer is 592 mg/dl. The customer just got steroids from there doctor, currently running temp basal at the moment and manual bolus. The customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.